Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter claimed that the battery compartment was cracked and that they were unable to tighten the battery cap. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to fully attach on to the pump. A test cap was able to attach to the pump. The pump was exercised for 24 hours with no issues. The pump failed a leak test due to the cracked battery compartment. The pump cover was opened and no internal defect was found. Unrelated to the complaint, the display was dim and discolored. (B)(4).